Event description:
Additional information received noting that the increase in seizures were related to low battery and were below pre-vns baseline levels. Patient underwent generator replacement surgery. The explanted generator has not been received by product analysis to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that over the past three weeks the patient has been experiencing an increase in seizures and the seizures were also noted to be more intense. The battery life was fond to be okay and it was noted that the patient does not feel stimulation at all. The patient has been referred for a battery replacement. No known surgical intervention has occurred to date. No other relevant information has been received to date.